Manufacturer narrative:
The cause of the discordant, falsely elevated ecrea and bun results on one patient sample is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely elevated enzymatic creatinine (ecrea) and blood urea nitrogen (bun) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated twice on the same instrument. The first repeat result for ecrea was lower and the second repeat was higher than the initial result. Bun was repeated once on the same instrument and resulted higher than the initial result. The sample was also repeated on an alternate dimension vista instrument, resulting lower than the initial and second repeat result for ecrea and lower than the initial and repeat result for bun. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ecrea and bun results.

Manufacturer narrative:
The initial MDR 1226181-2016-00125 was filed on march 04, 2016. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse ran mix tests on the probes, which were acceptable. The cse cleaned the sample 1 (s1), sample 2 (s2), sample 3 (s3) and integrated multi-sensor technology (imt) drains. The cse then replaced, aligned and primed the s1, s2, s3 and imt probes. The cse also replaced the aliquotter drain and probe. The cse performed a quick check and the customer ran quality control and validation to verify the functioning of the instrument. A siemens headquarters support center (hsc) reviewed the data and determined that the event was an isolated event. The cause of the discordant, falsely elevated ecrea and bun results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.